Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event was reported to have affected 2400 devices. The following information was provided by the initial reporter and translated to english. The customer stated: they had "just received a comeback on tube 368492, lot 0196225, from our order 250876, our customer thinks it is a bacteria colony. This was visible before the expiration date. This batch has been kept in a cool room, away from light, and the plastic packaging has not been touched, so no open tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and show an unused tube with the silica spray coat on the inner tube wall. The photos provided show a normal additive spray pattern. Additionally, twenty-two (22) retention samples from bd inventory were evaluated by functional microbiology testing for bacterial contamination and no signs of contamination were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. In addition, sterilization records were reviewed with no issues being identified. This complaint is unable to be confirmed for the indicated failure mode of additive contamination based on the provided photos and retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event was reported to have affected 2400 devices. The following information was provided by the initial reporter and translated to english. The customer stated: they had "just received a comeback on tube 368492, lot 0196225, from our order 250876, our customer thinks it is a bacteria colony. This was visible before the expiration date. This batch has been kept in a cool room, away from light, and the plastic packaging has not been touched, so no open tubes."n date.